Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) the device was unable to obtain an ECG signal via pads. Complainant indicated that the pt subsequently expired. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.